Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not staple in one quadrant. There were no adverse consequences to the patient.